Manufacturer narrative:
Added date received by manufacturer of august 9, 2012.all pertinent information available to abbott medical optics (amo) has been submitted. (B)(4): placeholder.

Event description:
It was reported that during the implant of the intraocular lens, (iol) the cartridge failed and resulted in the lens not being placed correctly within the patient's eye. A vitrectomy was performed. Further, it was noted that the cartridge was damaged; the tip was broken. The lens was explanted and replaced with an anterior chamber lens without further issue. The patient's post operative findings include corneal edema and descemets folds. A separate medwatch report will be provided for the cartridge.

Manufacturer narrative:
The intraocular lens (iol) was evaluated at our manufacturing facility for evaluation and was inspected at 10x microscope magnification. The lens had surface residuals adhered to both sides of the optic body compatible with usage (implant and explant). The lens had a large cut in the optic; most likely the consequence of the removal process of the lens from the patient's eye. No other cosmetic defects were found in the returned lens. No defects related to the manufacturing process were identified. The manufacturing records were reviewed and showed all process operations were in compliance. All tests results showed a pass condition. The documentation showed that the production order was manufactured according to specifications. No deviations or non-conformances (ncr) were generated. Manufacturing record of the sub assembly was reviewed and were in compliance. All tests results showed a pass condition. Slit lamp inspection showed an acceptable haze level. The documentation showed that the production order was manufactured according to specifications. No deviations or nonconformances were generated. The sterilization record was reviewed and no deviations were found. The documentation showed the sterility tests were completed and no growth was certified. Pyrogen tests were completed and non-pyrogenicity was certified. Eo cycle parameters were met, aeration parameters were met. The manufacturing record review and related documents showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). Intraocular lens. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted.